Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of 5 the cycler alarmed for air detected in the cassette. The alarm could not be cleared and treatment was discontinued. While the patient was in the process of resetting up supplies she discovered a fluid leak on the back of the tubing set. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The set was not made available for evaluation.